Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s healthcare provider recommended adjusting the pump correction factor to address blood glucose 266 mg/dl at night and 70 mg/dl in the morning. The following day after setting changes were made, customer's blood glucose ranged from 97 to 111 mg/dl. Contact declined further follow up or assistance from tandem technical support.